Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas, alleging a history settings issue. The patient reported that they were taken to the hospital via ambulance and admitted with a blood glucose (bg) of over 30mmol/l with sweating, vomiting, flush to the face, dry mouth, headache, drowsiness, thirst and large ketones. The admitting diagnosis was diabetic ketoacidosis (dka). The patient was treated with insulin via pump, insulin via injection, insertion site change, and IV fluids. The patient stated that they have been taken off IV drip several times and every time pump was re-attached, the blood sugar increases. Customer support (cs) completed troubleshooting and it was noted that their basal rate was significantly less than programmed on (B)(6) 2016. The patient stated that the hospital staff asked them to contact animas and request a replacement pump. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: review of the black box data shows a replace battery alarm on (B)(6) 2016 at 05:30 followed by a por at 08:19. Insulin deliveries resumed on (B)(6) 2016 at 08:28. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).